Event description:
Country of complaint: (B)(6). Tear on valve below the trocar. Operation time was extended due to necessary replacement of device due to leakage of the seal. Medwatch 2916714-2015-00507 and 2916714-2015-00492 are from the same event as this one.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(6) 2015. Mfg site investigation: received seal units show cracks. Root cause is damage by sharp object; user related. There products are tested at 100% regarding their intactness before they are sent to stock. Therefore a failure in mfg is excluded. There are no indications of product or material deviations. Reported device is an accessory part for reusable trocar system. Trocar system procode is (B)(4). (K):k101937.